Event description:
Patient stated that one of his pumps needs to be replaced but he was in a hurry and didn't give author details on what happened with the pump or any other information regarding the pump. Per the representative who scheduled his medication, patient stated that he jammed the battery into one of the pumps. Patient did not indicate that the pump was in use when malfunction occurred. He also did not give the serial number. Dose or amount: 35 ng/kg/min. Frequency: every 72 hours. Route: subcutaneous. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.